Manufacturer narrative:
Product complaint # pc-(B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. During procedure, reservoir does not create vacuum. No product to return. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2021. Additional information: h6 component code: g07002 device not returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.